Event description:
Adverse event(s): "unknown) (no information). Product problem(s): "broken tip" (break [tip]). The customer reported a broken tip was found when forceps was inserted in the eye through trocar. No pt impact was reported. Add'l follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).